Event description:
The surgeon performed the primary gmk total knee on (B)(6) 2011. Due to a bacterial infection, he revised the knee on (B)(6) 2011 (femoral component and tibial insert). He used an antibiotic bone cement spacer for the tibial baseplate.

Manufacturer narrative:
Document review: for the three lots involved, all parameters were found to be conforming to specifications valid at the time of mfg. The washing cycles were run according to specifications and no alarm or deviation occurred during operation. The sterilization cycles were performed according to specifications valid at the time of production. In addition: gmk tibia component ref. (B)(4)/ lot.102927: 24 pieces belonging to this lot (total 36 pcs) have been implanted and no incidents have been reported up to now. Gmk std femur component ref. (B)(4). Lot.102891: 10 femurs belonging to this lot (total 12 pcs) have been implanted and no incidents have been reported up to now. Gmk std fixed insert ref. (B)(4)/ lot.104101: 9 liners belonging to this lot (total 30 pcs) have been implanted and no incidents have been reported up to now. The revision surgery is associated to an infection event. On the basis of the batch records review and the absence of infection events on the other pieces of the same lots, a device involvement is high unlikely.